Event description:
It was reported that the pacemaker and leads were a part of a system revision due to infection. There were no additional adverse effects to the patient. The product will not be returned. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)